Manufacturer narrative:
The field service engineer (fse) replaced the mixer paddle, sipper nozzles, sipper tubing and measuring cells on 05-jul-2019. On 08-jul-2019 the fse adjusted the sipper and sample probe. Two 10-cup precisions were run and were within specification. The customer performed successful qc. The customer performed correlations between the e601 and e411 instrument and the results were comparable to one another. Upon follow up with the customer, the issue is still not resolved. They are continuing to question results from the e601 module compared to a different instrument. None of the results in question were reported outside of the laboratory. Qc was acceptable. The customer used a centrifugation time of 5 minutes and a speed of 5000 rpm. Based on the type of sample tubes the customer is using, this time and speed may not be appropriate.

Event description:
The initial reporter complained of discrepant results for 6 patient samples tested for elecsys troponin t stat assay (troponin t stat) on a cobas 6000 e 601 module and a cobas e 411 immunoassay analyzer. The customer also sent these patient samples to a sister laboratory for testing on another e411 analyzer. The results from the sister laboratory's e411 analyzer are not in question and are believed to be correct. This medwatch will cover the e601 module. Refer to medwatch with patient identifier (B)(6) for information on the e411 analyzer. The customer is not sure which result is correct. No adverse event occurred. The troponin t stat reagent lot number is 39006601 with an expiration date of 31-mar-2020.

Manufacturer narrative:
During additional troubleshooting the field service engineer (fse) indicated that the cause was the beads mixer, and sipper adjustments he adjusted the reagent mechanism, the sipper, and beads mixing mechanism. A 20 cup precision was performed which was within roche specification. The investigation determined that the issue found by the fse was the root cause of the event.